Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. B5: describe event or problem- updated.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. Post transseptal, the wire was removed and the sheath valve was noted to have been leaking. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. It was further confirmed that air was seen in the patient.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. Post transseptal, the wire was removed and the sheath valve was noted to have been leaking. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.